Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to unresponsive button. No button error alarm during testing. Pump received with intermittent button response due to flattened esc, up and down button dome switch (creased). Pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had issue of lifting keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.